Manufacturer narrative:
(B)(4). Concomitant medical products - m2a-magnum mod hd sz 46mm/ pn 157446/ ln 660070, m2a-magnum pf cup 52odx46id/ pn us157852/ ln 395940, taperloc por lat fmrl 11x142/ pn 11-103205/ ln 011040. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03178.

Event description:
It was reported that a patient underwent a right hip revision approximately eight years post implantation due to pain. There were no complications or delays reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.